Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." " the surgeon is to be thoroughly familiar with the implants and instruments, prior to performing surgery." This report sent (B)(6) 2010.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2010. Subsequently, it was discovered by the surgeon that the modular head implanted with the acetabular cup was too small. A revision procedure was performed on (B)(6) 2010, to remove and replace the modular head component.